Event description:
Prior to utilizing in the patient, a hole was found in the package of the optease retrieval filter and the product became contaminated. Additional information indicated that when the product was damaged upon receipt. The product was stored according to (IFU) instruction for use guidelines. The exterior package was not damaged, but the interior package had a hole. Furthermore, the product was not exposure to anything that would explain the hole in the package. No other damages were noted, and that no patient was involved. No other issues were noted prior to shipping.

Manufacturer narrative:
The product was received, but the analysis has not been completed. Additional information will be submitted within 30 days of receipt.